Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient with an implantable drug infusion pump. It was unknown what drug the pump was delivering, and what the reason for use of medication was. It was reported that the patient went into the doctor¿s office because the pump had a motor stall. The doctor used a pacemaker magnet to swipe over the pump, and got the pump working again. The pump replacement surgery had been scheduled for (B)(6) 2016. It is unknown whether the issue had been resolved, and there was no known precipitating factor for the cause of the motor stall. There were no additional symptoms reported. Any additional information that is received will be reported.

Manufacturer narrative:
Analysis of the device revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a healthcare provider via a manufacturer's representative. It was reported that the drugs in the pump were dilaudid(hydromorphone), 0.3mg/ml at 0.23019 mg/day, clonidine ,40mcg/ml at 30.692 mcg/day and fentanyl, 10000.0 mcg/ml, at 76.73 mcg/day. Patient medical history was unknown. It was reported that the patient felt like their therapy was diminishing in (B)(6) 2016. During an appointment with a healthcare provider, the pump was interrogated and a motor stall was confirmed in the pump logs. It was reported that the patient went through withdrawal. The healthcare provider stated that when he waved a magnet over the pump and it temporarily recovered, but did not remain on. It was not noted if the patient had been exposed to any emi or environmental factors that could have led to the issue. The patient was prescribed oral medication. The pump was replaced. It was stated that the issue was considered resolved and the patient's status was reported as alive, no injury.

Manufacturer narrative:
Patient code (B)(4) no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.